Event description:
On (B)(6) 2022, a perceval sutureless aortic heart valve pvs23 was attempted to be implanted. As reported, the position was shifted during deployment. The valve was explanted and re-implanted and it was shifted again although. Another pvs23 was opened and implanted instead. However, misalignment occurred in the new device again, but the valve was explanted and re-implanted to the patient eventually. Reportedly, the implantation was completed without any problem such as leak and the results went well.

Manufacturer narrative:
Device was not returned by site.

Event description:
On (B)(6) 2022, a percival sutureless aortic heart valve pvs23 was attempted to be implanted. As reported, the position was shifted during deployment. The valve was explanted and re-implanted and it was shifted again. Ultimately, another pvs23 was opened and implanted instead. However, misalignment occurred in the new device again, but the valve was explanted and re-implanted to the patient eventually. Reportedly, the implantation was completed without any problem such as leak and with a good result. Based on the medical judgement received, the aortomy was slightly difficult to see on the distal side, and the shape of the annulus was not circular or elliptical, but rather distorted. The ncc floated in the first and second times, and the rcc sank in the third time. Reportedly, physician judgment is that the event is probably not device related. Based on the additional information received, there was nothing wrong with the device and patient remained stable through the procedure.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve and stent, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) percival heart valve at the time of manufacture and release. Based on the medical judgement received, the cause of the reported event was probably not related to the device (i.e., there was nothing wrong with the device) but to the patient anatomy (i.e., the aortomy was slightly difficult to see on the distal side, and the shape of the annulus was not circular or elliptical, but rather distorted). Furthermore, from the document review performed, no manufacturing deficiencies were identified.